Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years ago prior to the date the manufacturer became aware of the event. D6b: explant date: procedure happened five years ago. Additional suspect medical device component involved in the event. Product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 18313283, upn: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate pain relief. The explanted devices were not returned as they were kept by the facility.